Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic cholecystectomy, during the application of the first port, the seal was damaged and disengaged. It was stated that there was leakage of air in the trocar site following an insertion of a laparoscopic bag with grasper attached. The device was then removed from the abdomen and at that point it was noted that the seal was missing. The pieces of the seal fell into the patient's cavity. The surgeon used graspers to remove some materials. However, it was unsure if there were any small parts remaining within the abdomen as a small part of the seal was missing. Lavage was performed. Another device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned products noted: that the circular seal for one of the trocars was cut and disengaged. The cannula, and envelope seal appeared intact. The obturators were not received. A functional evaluation found that the devices passed an air leak test. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.